Event description:
Info received indicates the head and hi/low up functions are not working.

Manufacturer narrative:
The technician found worn seals on the CPR and hi/low valves. The technician replaced the hi/low valve guide and CPR valve to repair the bed.